Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 180-199 mg/dl and ketone level was 4.5. Insulin injections were administered to address bg. Customer was admitted to the hospital for possible diabetic ketoacidosis (dka). Customer was treated with intravenous insulin and fluids. Elevated bg/ketones were resolved. Customer was discharged on (B)(6) 2020 with no permanent injury. Customer alleged kinked non-tandem infusion set cannula and unidentified pump issue were cause of event. No alerts were reported to have occurred. Reportedly, customer changed the type of infusion set used and reverted to using another pump for insulin therapy.